Event description:
The intrathecal baclofen dose increases did nto relieve the pt's spasms. While the pt was still in the titration phase, the drug concentration was changed to 2000mcg/ml in 1999. A dye study did not show a problem with the system. In 2005, the pt was reimplanted with a new pump. The pt outcome was reported as spasms relieved with low dose.